Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of arrhythmia and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that approximately 16 months post implantation of 2 promus stents in the proximal right coronary artery (prca), the patient presented with chest pain. On (B)(6) 2012, the patient experienced bradycardia, was in first degree atrioventricular block (av block) and was found to have in-stent restenosis. Treatment included one drug eluting stent (des) to the prca, one des to the mid left anterior descending artery and one des to the proximal ostial circumflex artery. On (B)(6) 2012, the event resolved and the patient was discharged home. There was no additional information provided.